Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had damage to their insulin pump. Customer reported there was scratches on their insulin pump's screen. The customer also reported cracks on their insulin pump's screen. The customer's blood glucose was 157 mg/dl. Customer stated it was hard to read their insulin pump's screen. Customer also reported a broken belt clip. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads and without the original belt clip.